Event description:
The customer reported that after the pt was defibrillated, there was no ECG waveform visible. The users switched to a different defibrillator to deliver therapy. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.